Event description:
It was reported that a female patient underwent a 6 hr coronary artery bypass graft procedure with subsequent cardiac tamponade. The patient was returned to the operating room for a clean out during which she was noted to be struggling hemodynamically. In response, the physician elected to try an impella 2.5 pump to achieve further support of the patient. While attempting to introduce the impella via the groin site, the physician reported resistance due to vessel calcification and tortuosity. Repeated attempts to insert the device were unsuccessful and finally resulted in deformation of the device so a second impella 2.5 pump was prepared in order to resume implant attempts. After the insertion site was traversed with the second device the physician was then unable to overcome further advancement and placement difficulties due to the patient's condition. Despite the difficulty, the pump was forcibly maneuvered in the patient's aorta without success until ultimately the pigtail detached from the parent device. The detached pigtail was located on fluoroscopy and after discussing several remedial actions, the physician successfully retrieved the component altogether through an abdominal incision. No other device related complications were reported. According to the physician, neither of the two impella devices involved in the procedure was suspect for causing or contributing to the death of the patient.

Manufacturer narrative:
Follow-up with individuals present during the event reveal that the surgeon used aggressive methods during insertion attempts. The first impella device attempted to be implanted and the guidewire being used were both bent upon insertion due to the handling of the device in the presence of severe calcification and tortuous vasculature. Clinical representatives attending the procedure advised the surgeon on proper techniques and reiterated caution against advancing the device with force prior to use of the second device. The actual device involved in the event was returned in two pieces; the handle and catheter up to the pump motor was in one piece and the pump, cannula, inflow cage and pigtail comprised the other. A thorough failure investigation was conducted which included visual inspection of the returned product, mechanical testing of reserve samples, and review of all related manufacturing and complaint records. A visual examination of the returned catheter was performed. The tip assembly was separated from the parent device at the junction between the pump assembly and the catheter. The actual separation was at the distal side of the reinforcing band through the epo-tek joint. The face of the fractured surface was planar with the end of the catheter for approximately 60% of the cross section (starting on the pressure lumen side) and then extends at a 45 degree angle to the other side. The purge lumen tube and motor wires were pulled out of the joint. The shape of the motor side of the break reflects the fracture on the catheter side. The catheter had multiple kinks starting where the epo-tek joint inside the catheter ends and extending back to the 11 cm mark. Kinks at the 1 and 7 cm marks were severe with less pronounced kinks at 5 and 11 cm. The kink at 1 cm consists of multiple deformations on opposite sides of the catheter. Lateral scrapes or gouges in the catheter just behind the reinforcing band were also noted. The motor housing, pump outflow, and impeller appeared normal. The cage was relatively undamaged. The pigtail appears to have been bent slightly out of line but otherwise undamaged. In order to re-create the failure, representative devices were subjected to tensile challenge which successfully reproduced failures that resembled those of the clinical device. All test devices required forces exceeding the specified tolerance in order to induce a bond failure and all demonstrated kinking of the catheter as a result of the stress applied. The kinking observed in the suspect catheter was much more pronounced than all test catheters including those that required the highest exertion forces (forces exceeding 170% of the tolerance limit) to induce failure. The kinks on the clinical failure indicate that significant pulling force was applied to the catheter at an angle relative to the pump body itself. The investigation concludes that the failure was the direct result of aggressive manipulation of the impella catheter by the user as evidenced by the severe kinking of the catheter proximal to the break. A review of the lot process traveler showed no manufacturing problems with this device. A review of the complaint history revealed no other similar events involving separation of the pigtail at the distal side of the reinforcing band through the epo-tek joint. This is the first report of this failure mode. In order to prevent future inadvertent damage as a result of excessive force and unusual loads applied to the device, we have initiated a project to evaluate the design of the device in order to maximize resilience of the tip bond, inflow cage, and catheter body. This event will be maintained and monitored within our quality system as part of our design control and continuous improvement processes. No further corrective actions are warranted at this time.